Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was moved to 1a status on the transplant list for a driveline infection and was transplanted on (B)(6) 2014. It was repotted that there were no issues with pump function.

Manufacturer narrative:
The pump was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Device evaluation: the explanted device was returned assembled with the percutaneous lead (lead) cut approximately 1¿ from the pump housing and the distal portion of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inflow elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the sealed outflow graft and outflow graft bend relief were returned detached from the device. Visual examination of the pump prior to and post disassembly revealed no evidence of adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no abnormalities were observed. The returned portion of the lead extending from the pump housing was tested for continuity and all wires were found to be electrically intact. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. In summary, no device-related issues were identified during the evaluation the returned explanted pump. Although direct relationship between the device and reported event could not conclusively be determined; driveline infection is listed in the device¿s approved labeling as adverse events that may be associated with the use of the left ventricular assist system (lvas). A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.